Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge resection procedure, the device was locked out at the first firing. The staples were not formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.